Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.019.025, lot: 8926504, manufacturing site: hägendorf, release to warehouse date: august 21, 2014. Visual inspection: the stardrive screwdriver / multilock screw (part # 03.019.025 / lot # 8926504) was received at us customer quality (cq). During the visual inspection, it was found that the laser weld designed to attach the knob of the shaft of the locking core was broken. No other issues were identified during the inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Dimensional inspection: the proximal diameter of the shaft: 6.5 mm +0.02/-0.02 as per drawing. The diameter of the shaft near the laser weld breakage: 6.8 mm +0.1/-0.1 as per drawing. Measured dimensions: the proximal diameter of the shaft: 6.49 mm (ca203p) - within specification. The diameter of the shaft near the laser weld breakage: 6.76 mm (ca203p) - within specification. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Scr.driver/multiloc screw. Locking core . Locking core shaft . Complaint confirmed? Yes. Conclusion: the complaint condition is confirmed as the laser weld was broken. The exact cause of the reported condition is unknown. But it is likely that the device was subjected to unintended excessive forces such as twisting during usage/handling that could have contributed to complaint condition. However, no product design or manufacturing issues that would contribute to the reported complaint condition were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: screws: trauma (part number unknown, lot unknown, quantity 2), nails: multiloc humeral (part number unknown, lot unknown, quantity 1).

Manufacturer narrative:
The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during intramedullary nailing of a proximal humerus fracture using the depuy synthes multiloc humeral nailing system two of the targeted proximal screws missed their insertion trajectory and failed to lock into the nail but before the proximal locking screws were inserted the patient coded on the operating table and required resuscitation. The sterile drapes were pulled back and chest compressions administered. The patient was revived, and the operation proceeded. This was the second half of a multi-step procedure that followed a bilateral tibial nailing using depuy synthes expert tibial nails. The connecting shaft of the screwdriver broke and may have caused the difficulty of inserting the screws. Because of the failures of the screws to target the nail was removed intraoperatively and replaced with a depuy synthes lcp proximal humerus plate. Upon inspection, after the case, all aiming instrumentation aligned properly with the removed nail. There was a forty-five (45) minutes surgical delay. The procedure was successfully completed. This complaint involves four (4) devices. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.